Event description:
The facility reported an infusion pump with a failure code 810:11. The failure was reported to have occurred during pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not availalbe regarding pt's demographics, medication involved, or device programming.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval or if add'l info becomes available.